Event description:
It was reported that during implantation of a transcatheter aortic valve, fluoroscopic assessment was performed and showed a successful valve load. An 18-millimeter balloon was initially inflated due to the calcifications on the valve leaflets extending into the left ventricular outflow tract (lvot). During the valve deployment, with the valve expanded to 80%, infolding along the length of the valve was observed. The valve was subsequently removed from the patient¿s body, and repeat balloon inflation was performed with a larger 22-millimeter balloon. A new valve was then implanted. An approximately 10-minute prolongation of the procedure was reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012995612); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0013039613); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three fluoroscopic media files were reviewed. The patient¿s executive summary was available, permitting complete anatomical assessment. The patient¿s aortic valve appeared to be significantly calcified with an annulus perimeter that measured 79.6mm with a perimeter derived diameter of 25.3mm suggesting a 29mm valve. The patient¿s aortic annulus appeared to have protruding calcium extending to the left ventricular outflow track. It was reported that a pre-implant balloon aortic valvuloplasty was performed prior to the valve implantation. Fluoroscopic valve load inspection was performed and a misload was identified by crown overlap reaching node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the valve. Do not use the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. The valve attempted to be implanted and during deployment an infold was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. It was reported that the infolded valve was not implanted and was replaced with a new system. Additionally, another balloon aortic valvuloplasty was performed followed by successful implantation of the new valve. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.